Event description:
Customer reported receiving several high readings over the course of an evening on their precision xtra blood glucose meter. The customer reported administering 30 units of lantus insulin (long acting), and 22 units of apidra insulin (fast acting). They then reported experiencing a loss of consciousness. Paramedics were called, and the customer was transported to a local hospital. Exact diagnosis and treatment administered while hospitalized is not known at this time.

Manufacturer narrative:
The customer's product has been requested back for an investigation. A follow-up report will be filed once investigation results are available.